Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced reduced pain coverage following a fall. A catheter access port (cap) contrast study was done and found that the catheter was coiled in the pump pocket, not in the spinal canal. A dislodgement occurred. The catheter was replaced. It was initially reported that the patient recovered with sequelae on (B)(6) 2008, however, four days later, it was reported that the patient recovered without sequelae on the same day. The event was related to the device or therapy and unlikely related to the implant procedure. The severity of the event was mild.